Event description:
The customer reported that while the unit was in use on a patient, the unit beeped and displayed "electrical test fails code 50" (motor speed out of specification). The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the motor controller board. The unit was tested to factory specification. It funtioned normally and was returned to the customer.